Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 20 percent of the cassettes exhibited leakage of the filled preparation from the tubing outlet after filling. The clamp intended to ensure a tight seal was placed correctly and in the usual manner on the tubing. The leakage has been observed in production batches from winter 2025 through the present. The issue occurs during production, relatively soon after the cassette has been filled with the preparation and the clamp has been applied to the tubing, followed by disconnection of the coupling by the operator. Leakage may begin immediately or after a few seconds. The leakage rate has been observed to range from 7 to 19 percent, corresponding to approximately 20 to 50 units per batch; however, in some production batches, the number of cassettes leaking from the tubing has been lower. There was no patient involvement.